Event description:
Boston scientific was notified that the distal end of the coil pusher-16 became detached. Took another and the same issue happened (refer to MFR. #6000078-2004-00159). In both cases the distal tip was removed successfully without any snaring. No complications with the pt as a result of this event.